Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion was noted post transeptal access. Routine intracardiac echocardiography (ice) imaging revealed the issue. The patient's heart rate dropped temporarily, but this had not prompted the ice imaging. A pericardiocentesis was performed. At this point, no ablation had been performed and the case was cancelled. The patient was reported to be stable. It was noted the patient has an aortic aneurysm. The event is being reported under the mapping catheter, as a conservative measure, as it is unclear what caused the adverse event and if mapping occurred prior to the adverse event. The aortic aneurysm appeared to be a pre-existing condition; however, follow up is requested to confirm.